Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: -date of event: unsure - was the product being used in a clinical trial? No - did the event happen during a procedure? Yes - were you in the procedure at the time of the event? No - event outcome/how was it managed? Used another suture - was there any consequence to the patient due to the event? Unsure - was the surgery prolonged due to the event? If yes, confirm -how many minutes delay: unsure - has the reporter facility indicated there may be legal action? - is the product available for return? Yes one of the open boxes was regarding the complaint, the one with the writing on, the other was the same lot number and therefore the hospital sent that back as well. They all belong to the same complaint from the same customer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported product code 8706h, lot 1078c3, and it was received: · product code 8706h lot ¿1078c3 : (150 osp) and 2 ndl/1 sut w/pkg in addition it was received a different lot number than reported. · product code 8706h lot #: 10670a (2 osp) 1. Could you please clarify if 2 extra devices belong to this complaint? 2. If not, could you please clarify if the 2 extra received products ( 8706h lot# 10670a) belongs to this complaint.belong to a different complaint? If so, can you please provide the complaint number. 3. If the devices were not reported before, please provide more details of device malfunction. 4. If the products don't belong to any complaint, please let us know so we can discard them or advise if the products are required to be returned.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Four sealed boxes with thirty-six representative unopened samples each, one open box with six representative unopened samples (a total one hundred and fifty samples) and one open sample with an unused needle-suture combination were received for analysis product code 8706h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirty-two samples and the open sample. The packets were open. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was received: please advise if extra products received had device malfunction. Product code: 2x 8706h product lot #: 10670a product name: prlne blu 30in 6-0 d/a c-1 tracking #: (B)(4). Please provide the source or name of person providing answers to follow-up questions: the person who provided the sutures and the information is the cardiac theatre lead - mel mloyi.

Event description:
It was reported that a patient underwent cardiovascular surgery on (B)(6) 2025 and suture was used. During the procedure, the thread keeps breaking during cardiac surgery and has become a patient safety concern. We currently have x3 boxes of the same lot number in stock which have been quarantined. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the reported issue contribute to any patient adverse consequences? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: I have picked the sutures up from the hospital, they have sent another 4 boxes with the same lot number as well. (B)(6) who is head of cardiac said there was no patient complications due to the sutures breaking, they just had to open more packets and the sutures continued to snap. Additional information: - was the product being used in a clinical trial? No - did the event happen during a procedure? Yes - were you in the procedure at the time of the event? No - event outcome/how was it managed? Used another suture - was there any consequence to the patient due to the event? Unsure - was the surgery prolonged due to the event? If yes, confirm - how many minutes delay: unsure - has the reporter facility indicated there may be legal action? - is the product available for return? Yes.